Event description:
While preparing to administer flu vaccine, I had put the needle on the syringe just before administering the vaccine. I did not notice anything unusual when attaching the needle to the syringe. When I administered the vaccine, the fluid squirted out from the needle hub and did not go into the patient.